Manufacturer narrative:
A probable root cause was determined in working with the supplier resulting in changes to their process and material. An effectiveness monitoring will be conducted as part of the supplier corrective action plan with subsequent closure upon successful verification.

Manufacturer narrative:
One cdp triple dpt kit was returned for examination. Both the IV set and the pressure tubing remained coiled with paper bands. Priming solution was visible inside the kit; however, the kit did not appear to be used. Vented caps were still attached at the distal male connectors which would connect to the patient during use. No visible blood was found at the distal tubing male connectors. Brown material was found on the inner surface of the red striped pressure tubing. The brown material did not move during flush testing with water at pressure 350mmhg for 5 minutes and the partially embedded particulate was either attached to the tubing wall or was part of the tubing. The material appearance was consistent with burned pvc that attached to the tubing during extrusion. Visual examination was performed under 10 and 20x magnifications, the burned pvc was on the patient side of the kit. The complaint was confirmed as related to the manufacturing process. Lot or serial number was not provided, therefore, review of the manufacturing records could not be completed. An on-going investigation into root cause is underway. A supplemental report will be forthcoming.

Event description:
It was reported that "unknown material was observed in the red line before use."

Manufacturer narrative:
An investigation with the supplier has been initiated. A supplemental will be forthcoming when results are received.